Event description:
It was reported that an unspecified quantity of clearlink system solution sets were damaged. The event was further described as the first clamp was pre-clamped and this created a harsh indent in the line almost to where it was cutting the line. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.